Manufacturer narrative:
Following the device issue, the on-site olympus representative began some trouble-shooting options, including the reviewing, cleaning, and securing of the video connections and contacts. Those efforts were ultimately unsuccessful. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during the receipt inspection of his olympus visera elite ii video system center, the unit was presenting an e226 scope communication error. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The visera elite ii video system center was not returned for evaluation. Based on the results of the investigation, the root cause of the error code (e226) was unable to be identified. Olympus will continue to monitor field performance for this device.